Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The pt reported that she had 3 cartridges from lot# b201517 that leaked at the needle connection during the fill step. She stated that she noticed a large flat bubble in the cartridge which would not break up. The pt did not experience any bg excursions, as she did not use the leaking cartridges since they would not fill properly during this step.